Event description:
On 07/05/2007, the pt stated that she observed an e4 (occlusion) error on her infusion device that she was able to clear, but the error then reoccurred. During troubleshooting with a company representative, she disconnected the infusion set tubing from the headset, then she bolused insulin. The occlusion error reoccurred. She then disconnected the tubing from the infusion device and attempted to again bolus insulin. The bolus of insulin flowed without reoccurrence of the occlusion error. She replaced her insulin cartridge, adapter and infusion set tubing. She was then able to successfully deliver insulin without reoccurrence of the occlusion error. As a result of the occlusion errors, she stated that she had bolused a total of approximately 7 units of insulin (in multiple boluses) in over a 10-15 minutes period earlier, thus her blood glucose value had decreased to 56 mg/dl. She reported a normal blood glucose value of 80 mg/dl. She did not report symptoms of low blood glucose. She planned to eat to return her blood glucose level to normal. On 07/06/2007, she reported reoccurrence of the occlusion error. During troubleshooting, she also mentioned she was using pre-filled insulin cartridges obtained from another manufacturer. The infusion set was replaced and requested to be returned for evaluation. Cartridges were also shipped to the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue.